Manufacturer narrative:
The lens was returned for evaluation. Solution was observed on the lens. One haptic is broken in the distal area (broken portion returned). The product investigation could not identify a root cause for the complaint. Information provided by the hcp indicated that the capsule did not support lens. The returned lens has broken haptic damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
Additional information was received indicating that a cartridge was not used as initially indicated. According to the reporter another iol from a different manufacturer was tried first and when it did not seat properly the surgeon used this iol and then removed it.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the patient's capsule did not support the lens and the lens was removed. Additional information was provided by the nurse, who reported that there was an unplanned anterior vitrectomy. The surgeon inserted the iol. The iol did not stay in place. It was removed. The wound was enlarged and the patient was left aphakic. There was no product malfunction reported. There was no issue with lens load or advancement. Additionally the nurse reported that the patient was referred to a retinal specialist for evaluation. She stated that the retinal specialist was able to place an iol. The patient is doing well.